Event description:
It was reported that this right ventricular (rv) lead was explanted due to high threshold and a new rv lead of a different model was placed. This lead is in the hospital's possession. No additional adverse patient effects were reported.